Event description:
As reported in the international journal of cardiology, january 2009 online edition in "coronary stent fracture: a cause of cardiac chest pain." A man with ischemic cardiomyopathy status post bypass grafting was admitted to the hospital following a defibrillator shock from his implantable cardioverter defibrillator (ICD). Interrogation of the device revealed ventricular fibrillation (vf). He was taken for cardiac catheterization and was found to have a 60-70% stenosis in the distal left main coronary artery extending into the proximal portion of left circumflex artery with no bypass grafts to the native circumflex (lcx) or its branches. He underwent predilatation with a 3.0 x 15 mm conventional balloon, and then placement of a 3.5 x 18 mm cypher stent deployed at 18 atm for 18 seconds. Repeat coronary angiography showed 0% stenosis with timi 3 flow. Five months later, he was readmitted with unstable angina and underwent repeat coronary angiography. A fracture in the middle of the stent was noted. Intravascular ultrasound (ivus) assessment demonstrated the stent fracture without any evidence of restenosis. It was elected to treat the patient medically and he was later discharged home without any reoccurrence of chest pain.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.